Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 407 mg/dl at the time of the incident and was 90 mg/dl at the time of call. The customer's blood glucose was 575 mg/dl at the time of hospitalization. The customer stated that the high blood glucose was treated with manual injections and by bolus. The time of the hospitalization was 1am and the date of the hospitalization was (B)(6) 2015. The customer stated that the insulin pump was disconnected at the time of hospitalization. The customer mentioned that they took off her insulin pump during the admission. The customer stated that there were no issues with the insulin pump during troubleshooting. The customer was advised customer to change entire set, reservoir and insulin. The customer will call back for high pressure test. The insulin pump will not be returned for analysis.